Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt was admitted for elevated lactate dehydrogenase (ldh) and signs of hemolysis a few weeks ago. Log files were submitted to the manufacturer and no abnormal findings were noted. Ldh was 3027 and was slightly down to 2800 on heparin. The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2014. Ef 35-39 percent.